Manufacturer narrative:
Testing of actual/suspected device (10) the getinge field service engineer (fse) who encountered the issue found the issue was with the new safety disk. The fse ordered and replaced the safety disk and completed the pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pim test after replacing the safety disk. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
During preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. To fix the issue fse replaced the safety disk.  Fse performed troubleshot and found the issue was with the new safety disk.  Fse replaced again a new safety disk. Fse  performed a full pm and calibration, unit has passed all test and calibrations. Unit returned to customer and cleared for clinical use.

Event description:
N/a.